Manufacturer narrative:
Concomitant medical products: w1dr01, implanted on (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited far field r-wave oversensing. It was also reported that right ventricular (rv) lead exhibited t-wave oversensing, high sensing integrity counter counts, noise, elevated thresholds and had a dislodgement into the right atrium and was positioned at the tricuspid valve. It was noted that twiddler's syndrome was a possibility. The ra lead was reprogrammed and remains in use. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated pacing capture threshold in the right ventricle was elevated. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. If information is provided in the future, a supplemental report will be issued.